Manufacturer narrative:
(B)(4). Results: one picture received and observed there¿s no safety shield attached and the needle was bent. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the safety latch of the 25 g x 5/8 in. Bd eclipse¿ needle did not retract after the needle was used. There was no report of injury or medical intervention.